Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The root cause of hematoma is determined to be anticoagulation management because the activated clotting time (act) were more than therapeutic range and hematoma resolved by purge fluid changed to bicarbonate.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding and limb ischemia requiring intervention. The patient underwent percutaneous coronary intervention (pci) and was discharged home on lifevest. The patient presented to the emergency department after being shocked twice by the lifevest and was taken to the catheterization lab for a right/left heart catheterization. The left main was being intervene when the patient coded. The decision was made to place an impella cp device. Return of spontaneous circulation was scheduled. Pci was completed. Oozing around the repositioning sheath was noted by the physician and manual pressure was applied. The oozing continued and a hematoma was noticed on the impella site. The patient was sent to the unit on support and later that day, it was noted there was loss of distal flows. The physician decided to place a 14 french peel away sheath and place a femoro-femoral bypass. Following, it was noted the hematoma resolved. However, there was minimal oozing and elevated activated clotting time of 237 and activated partial thromboplastin time of 177. The purge fluid was changed to bicarbonate. The impella cp was successfully weaned and explanted after a total of approximately three days on support. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿